Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 3 recorded asystole episodes.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that review of asystole episodes on disk appeared to be false episodes, due to the device coming away from tissue. The data interpretation was discussed, and the device remains in use. No patient complications were reported as a result of this event.